Manufacturer narrative:
The reported event of advisory and hazard alarms was confirmed during analysis. "Power cable disconnect" became active when the white cable was maneuvered. The white cable was stripped at the connector end, and the (brown) battery gauge and (yellow) alarm out inner conductors were confirmed to be broken. A broken battery gauge line has the potential to stop the pump, if flexed into the shield while connected to a power module. When interrupted, the battery gauge line may result in a power cable disconnect alarm as well. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received yellow wrench and red heart alarms. The system controller was exchanged and the event was resolved.